Manufacturer narrative:
Product analysis does not support the reported issue of shattered fiber. Product evaluation: failure analysis for fiber (B)(4): the beveled edge at the output window does not appear shattered; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at output window; the metal cap adhesion location exhibits burnt glue; the metal cap is not loose from the glass cap; the beveled edge at the output window is off center; the outer flow tubing exhibits mild contamination, likely biologic; the fiber was tested with hene laser fixture, aim beam is visible at the output window. Probable root cause: based on the product analysis results, the product complaint of 'fiber tip shattered" could not be confirmed; a glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the glass reflector on fiber tip shattered during the procedure. The shards were completely removed from the patients bladder. The procedure was completed with a second fiber. There was no injury to patient reported.